Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. No other error alarm noted during testing. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck in the prime sequence and insulin would continue to drip after letting go of the act button. The customer also stated that he received a compromised force sensor system alarm during prime. The customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 250 mg/dl. Customer had already reverted to backup plan. Most recent reading was 110 mg/dl. The insulin pump was replaced and returned for analysis.